Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited telemetry issues during the implant procedure. No adverse patient effects were reported. The device was successfully implanted but was later replaced with a transvenous system for an unrelated reason.